Manufacturer narrative:
Product was not returned to manufacturer. No examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to reporter . Investigation still in progress. Conclusion is not yet available. Not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. From information provided, surgeon implanted a mobi-c device after a successful trial. The implant was imaged immediately and surgeon decided that he needed to reposition it a little more to one side. As the surgeon gently attempted to reposition the implant, this implant disassembled. Also lost the superior endplate as it came apart from the peek and since he could not put it back together he had to grab for a new one. No impact on patient, surgery was completed successfully. Images were provided and investigation is in progress. Additional information was received but they are not consistent with the information provided before. Clarification is needed. Additional information was requested.

Event description:
Mobi-c p&f us : disassembly it was initially reported on (B)(6) 2018 that the implant fell apart during repositioning. It was reported on the zper on (B)(6) 2018 that the surgeon implanted a mobi-c 13x17 h5 after a successful trial. The implant was imaged immediately and surgeon decided that he needed to reposition it a little more to one side. As the surgeon gently attempted to reposition the implant, this implant also lost the superior endplate as it came apart from the peek and since he could not put it back together surgeon had decided to grab for a new one. Additional information received on (B)(6) 2018: the inserter was still attached to the implant during re-positioning. Surgeon put the implant too far posterior and decided to re-position . Additional information received on (B)(6) 2018: the inserter came away during re-positioning before peak was removed, again the inserter was still attached to the implant during re-positioning. Additional information received on (B)(6) 2018: the surgeon didn¿t try to reposition it until he noticed on the image that the lower end plate was rotated. Again no re-positioning occurred until after they noticed the inferior endplate was completely rotated as observed in the images. The reporter did not know if the surgeon encountered any resistance. The reporter did not think that the issue could be related to a contact with surrounding tissues. As there was no compression, the implant teeth were not into the vertebrae. New distraction was not applied before repositioning. The surgical technique at the mobi-c loading on inserter was followed but the reporter wasn¿t able to tell if the scrub tech over rotated. The reporter confirmed that it wasn¿t the superior endplate that rotated. The inferior was rotated upon the first lateral image after implant surgeon try to re-position the device to compensate and superior and plate came away. The reporter had never seen the inferior endplate rotated like this before. There was no further complication or patient impact . Surgery was completed with another device . The explant was not returned to manufacturer for examination as it was discarded by the hospital .

Manufacturer narrative:
It is written in the zper that the product was properly disposed of by or staff as it had patient tissue on it. Therefore, no product evaluation could be performed. After several attempts, the reporter informed on (B)(6) 2018 that no additional information and clarification about the complaint description will be received as she does not remember the case, considering the remote date of event. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as completed in the zper, the surgeon tried to reposition the implant after realizing that the implant was not correctly positionned. Indeed, it was reported that the implant was too far posterior and rotated. According to the product manager, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, no reposition of the implant is recommended. Yet, it was reported that the implant teeth were not into the vertebrae. It is clearly stated in the surgical technique that if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ (step 12: position verification - lateral view). Yet, it was reported that new distraction was not applied before repositioning. According to the available information , the likly hypothesis related to the disassembly is mishandling during implant repositioning. If additional informations were received that add a value on this case conclusion another report will be sent.